Event description:
A report received from (B)(6) stated the device is experiencing a worn hose issue. It is unk if the device was being used during surgery. It is unk if patient or user injury was reported. No additional info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).